Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed and was returned in two segments. Resistance testing confirmed each of the segments were electrically continuous. Microscopic visual inspection identified damage to the outer insulation. The abrasion damage was consistent with lead on lead contact. The reported clinical observations were most likely due to the confirmed lead damage.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, rep called to request review of recent episodes in latitude. Reviewed atr and v events and there is noise intermittently on ra and rv going back several months. No lead measurements oor. Atrial lead noise looks like is could be lead issue, however the rv lead noise has more of an emi appearance. The patient does pace much of the time, but do see intrinsic rhythms on stored events so cannot verify if there were pauses in pacing or not due to quality of noise. Suggested asking patient if using anything new that is electric or battery powered. If not then see if anything reproducible with arm movements, isometrics, range of motion of arm(s). Caller facility : heartland cv new attachment(s) : yes. Rm service cloud (B)(4) was updated on wed (B)(6) 00:00:00 utc 2019 with the following information: comment 1: title = rep called back. Had looked at episodes with noise in latitude. If there is noise on v which is inhibiting pacing, why is pacing showing up as 100% in v. Checked counters and talked about how the total number of paced beats far outweighs the number of sensed events. May be closer to 99%, but device rounding up. Also noted that v lead is set to bipolar pace and unipolar sense. Would look into why it is programmed this way. This helps explain noise. Also noted that in (B)(6) 2019 sensing was agc and now after (B)(6) 2019 check, sensing is fixed. So someone made additional changes to sensing. Would help to determine why. No related calls or cases. Date = 2019-11-13 18:32:38 owner = (B)(6)." This is an additional information from parent record (B)(4) with source system ID (B)(6). Leads 4086/24577 and 4088/219970 were explanted due to product performance issue. Device l301/742285 was explanted due to other/non-product experience.